Event description:
After the iab was inserted, the ballon ruptured. There were no reported pt complications.

Manufacturer narrative:
The sample has been returned to arrow. Co's eval of the returned sample failed to confirm the user's complaint.